Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that a follow-up was performed with the physician(s) and informed the issue did not cause harm to the patient. Siemens is informed that no other discordant samples were observed. The customer did not provide quality control (qc) data and stated that qc results were within specifications. A siemens customer service engineer (cse) was dispatched to the customer site. An evaluation of the instrument was performed, and the cse replaced the syringe and blue peristaltic pump tubing as it appeared faulty. The reagent probe piston/valve was inspected and replaced due to air bubbles in reagent probe tubing. The probe alignments were verified, as well as the acid and base dispense, and aspiration of the aspiration probes. No issue or leaks identified. A total service visit was performed to verify the dispenses and aspirations, washes, and dark counts, and all results were acceptable. The probe calibrations, luminometer, and wash blocks were inspected and verified. The instrument was tested with a system prime, bubble detector calibrations, qc and patient sample run. Test results were within range, and the coefficient of variation (cv) of replicates was acceptable, and no issues identified. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated intact parathyroid hormone (ipth) result was obtained on the advia centaur cp instrument. The initial result (988 pg/ml) was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat results were lower, and a corrected report was issued. There are no known reports of additional patient intervention or adverse health consequences due to the ipth discordant patient result.